Event description:
It was reported that this right ventricular (rv) lead showed an abrupt increase from normal to high, out of range shock impedance values, for which an alert was triggered. A vector breakdown was completed and the out of range behavior was confirmed. There was no noise nor symptoms reported. A commanded shock was completed at clinic and device was reprogrammed to right ventricle to can with highest output for all shocks and initial polarity. The rv lead remains in service at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.